Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 5f061203cs vascular stent allegedly foreshortened. This report was received from one source. The device was used in a (B)(6) year old female patient, (B)(6) lbs. There was no reported patient injury.